Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a pusher wire, coil and introducer sheath were returned for this complaint. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. Residues of dry blood were noted inside the introducer sheath. The coil was stuck inside the introducer sheath. The pusher wire and coil were inspected and they were found kinked and stretched. The interlocking arm of the coil was inspected and it was found detached, and it was not returned functional inspection revealed the pusher wire was advanced through the introducer sheath, however, resistance was felt inside the introducer sheath due to dry residues of blood and it was necessary to cut the introducer sheath in order to release the coil. Microscopic inspection revealed that the proximal end of the pusher wire has a smooth surface. The interlocking arm was inspected and no anomalies was noted. For the main coil, the zap tip has a smooth surface. The interlocking arm was inspected and it was found detached, and it was not returned. Dimensional inspection revealed for the overall dimension (od) of the pusher wire matches with specification. For the main coil the zap tip (od), primary coil (od) and the number of fiber bundles matches with specification. The number of fibers were loss due to the coil condition.

Event description:
Reportable based on device analysis completed on 18dec2020. It was reported that the coil could not be pushed from the sheath. A 22mm x 60cm interlock pe f-idc embolic was selected for use in a splenic aneurysm embolization. During the procedure, the coil was placed and advanced into the micro catheter. However, it was observed that the detachment device could not close tightly in the exchange catheter, the resistance was large. The coil was adjusted several times. However, it could not be pushed from the sheath. It was also noted that there was an issue between the connection of the interlocking arm of the coil and the interlocking arm of the pusher wire. The connection issue almost detached the coil's interlocking arm. The coil was withdrawn and the procedure was completed with another of the same device. There were no complications reported and the patient is stable. However, device analysis revealed that the interlocking arm of the coil was found detached and not returned. Also, missing fiber bundles were noted.